Event description:
Customer reported that a pyxis anesthesia es system unexpectedly lost power preventing user access to medication. Patient was scheduled to undergo a robotic partial cystectomy. Customer reported that there was a 2 hour delay in starting the procedure. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly lost power preventing user access to medication. Patient was scheduled to undergo a robotic partial cystectomy. Customer reported that there was a 2 hour delay in starting the procedure. Patient or user harm was not reported. This event is recorded on complaint number (B)(4). A field service technician evaluated the device; the cause of this malfunction was determined to be the device's power supply. The device's power supply was replaced by a field service technician, reported issue has been resolved.